Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads had high impedance. The ra lead was capped and will not be replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.